Manufacturer narrative:
Device has not been returned to sorin group deutschland. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the centrifuge of the sorin s5 system stopped during procedure. An rpm reading was displayed, but the pump did not turn. The device was hand cranked until the pump could be changed out. There was no report of patient injury. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the centrifuge of the sorin s5 system stopped during procedure. An rpm reading was displayed, but the pump did not turn. The device was hand cranked until the pump could be changed out. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The livanova field service representative did not service the device at the customers¿ request. The customer stated that their staff has been trained on the equipment, therefore further is not needed by livanova field service. A review of the DHR did not identify any manufacturing deviations or non-conformities relevant to the reported issue. No additional information received. If additional information is received it will be evaluated for reportability as required. The result of the investigation does not provide any evidence to determine a root cause for the reported event. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.